Event description:
It was reported that the 9900 system would trip the circuit breaker. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The isolator transformer, isd board and surge suppressor were replaced during the service call. The system was tested and found to be working as intended and put back into service.